Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri) in approximately two months while the provided estimate suggested four months. The patient reported having shortness of breath. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.